Manufacturer narrative:
Report source: country: (B)(6). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t1-t2, t2-t3 and l2-l3 thoraco-lumbar arthrodesis for an indication of degenerative scoliosis. The patient had a history of smoking. It was reported that the t3 screw was too convergent and revision surgery was performed to put the hooks. During the postoperative CT scan, it was observed that frank intra-canal effraction of the left screw (it appears medial in the vertebral canal). The right screw is extra-corporeal. There was issue with 2 screws at t3 and the screws have not moved but are wrong positioned. The patient had pain and the screws were explanted on (B)(6) 2017. There were no further complications reported regarding the event.